Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high pacing impedance and noise leading to oversensing and false automatic mode switch (ams) were observed on the atrial lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.